Event description:
It was reported that this patient recently presented for an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system. As the patient had no underlying rhythm and was pacing dependent, their previous device remained connected during the surgery. The physician experienced some difficulty when attempting to position the right ventricular (rv) lead due to the presence of scar tissue, and the initial location exhibited low sensing measurements. Two other positions were attempted, prior to finding a suitable location with an acceptable r-wave measurement, in-range pacing impedance, and a stable threshold measurement. Next, the physician attempted to implant the left ventricular (lv) lead, but repeated loss of capture was observed. As a result, the physician decided to proceed with lv site selective pacing, and a lead was implanted into the left bundle branch. Appropriate lead parameters were noted, and the lead was connected to the crt-d. However, as the physician was performing standard rv threshold testing, loss of rv capture and decreased pacing impedance (290 ohms) were observed. Temporary pacing was delivered via the left bundle branch lead while the physician attempted to disconnect and re-insert the rv lead into the device header to rule out a potential connection issue. However, during this process, there were a few seconds of asystole while the lv lead therapy was being enabled and the rv lead was being disconnected. Thus, the physician immediately connected the previous rv lead in situ via the pacemaker system analyzer to ensure adequate pacing delivery. An echocardiogram was then performed, which also confirmed the presence of a pericardial effusion due to a rv lead dislodgement and subsequent perforation. Further physicians and anesthetists were brought in, and it was decided another pacemaker should be connected to the old rv lead for proper therapy delivery and the safety of the patient. Unfortunately, during this time, the patient's cardiac output was lost, despite the pacing received from the pacemaker. Cardiopulmonary resuscitation (CPR) was attempted to improve the patient's cardiac output, which initially did restore the patient's breathing. However, when the CPR was ceased, it was observed that the femoral and carotid pulses were diminishing. After an excess of forty-five minutes attempting to resuscitate the patient, the clinicians determined that the patient had died. It was confirmed that the involved products will not be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient recently presented for an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system. As the patient had no underlying rhythm and was pacing dependent, their previous device remained connected during the surgery. The physician experienced some difficulty when attempting to position the right ventricular (rv) lead due to the presence of scar tissue, and the initial location exhibited low sensing measurements. Two other positions were attempted, prior to finding a suitable location with an acceptable r-wave measurement, in-range pacing impedance, and a stable threshold measurement. Next, the physician attempted to implant the left ventricular (lv) lead, but repeated loss of capture was observed. As a result, the physician decided to proceed with lv site selective pacing, and a lead was implanted into the left bundle branch. Appropriate lead parameters were noted, and the lead was connected to the crt-d. However, as the physician was performing standard rv threshold testing, loss of rv capture and decreased pacing impedance (290 ohms) were observed. Temporary pacing was delivered via the left bundle branch lead while the physician attempted to disconnect and re-insert the rv lead into the device header to rule out a potential connection issue. However, during this process, there were a few seconds of asystole while the lv lead therapy was being enabled and the rv lead was being disconnected. Thus, the physician immediately connected the previous rv lead in situ via the pacemaker system analyzer to ensure adequate pacing delivery. An echocardiogram was then performed, which also confirmed the presence of a pericardial effusion due to a rv lead dislodgement and subsequent perforation. Further physicians and anesthetists were brought in, and it was decided another pacemaker should be connected to the old rv lead for proper therapy delivery and the safety of the patient. Unfortunately, during this time, the patient's cardiac output was lost, despite the pacing received from the pacemaker. Cardiopulmonary resuscitation (CPR) was attempted to improve the patient's cardiac output, which initially did restore the patient's breathing. However, when the CPR was ceased, it was observed that the femoral and carotid pulses were diminishing. After an excess of forty-five minutes attempting to resuscitate the patient, the clinicians determined that the patient had died. It was confirmed that the involved products will not be returned for analysis.